Event description:
Customer performed a blood glucose test and received a result of 500mg/dl. They took their normal 20 units of insulin but didn't eat. Around 12:15 - 12:30pm they were unconscious. Family member called emergency medical technicans and they received a result of 400mg/dl. The customer was taken to the hosp where they received a result of 100mg/dl. The customer was given a sandwhich, peaches, and juice. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.